Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ectopic pregnancy ('pregnancy (ectopic)') in a 36-year-old female patient who had essure (batch no. 626907) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index, multigravida (on (B)(6) 1998, (B)(6) 2002, (B)(6) 2006 and (B)(6) 2008.), parity 4, vaginal delivery and bacteriuria. Concurrent conditions included asymptomatic gene carrier nos and antepartum bleeding. In 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 7 months after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen"). The patient was treated with surgery (bilateral salpingectomy and termination, ectopic pregnancy, other (please describe) removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the ectopic pregnancy and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, ectopic pregnancy, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the implant were left with three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 626907 manufacture date: 2008-04 expiration date: 2010-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ectopic pregnancy ('pregnancy (ectopic)') in a 36-year-old female patient who had essure (batch no. 626907) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index normal, multigravida (on (B)(6)1998, (B)(6)2002, (B)(6)2006 and (B)(6)2008.), parity 4, multigravida and bacteriuria. Concurrent conditions included asymptomatic gene carrier nos and antepartum bleeding. In 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6)2008, the patient had essure inserted. On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 7 months after insertion of essure. On (B)(6)2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy and termination, ectopic pregnancy, other (please describe) removal of fallopian tubes). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the ectopic pregnancy, abdominal pain and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, ectopic pregnancy, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the implant were left with three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New event menorrhagia (heavy menstrual bleeding) added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ectopic pregnancy ('pregnancy (ectopic)') in a (B)(6)-year-old female patient who had essure (batch no. 626907,626907) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index, multigravida (on (B)(6) 1998, (B)(6) 2002, (B)(6) 2006 and (B)(6) 2008.), parity 4, vaginal delivery and bacteriuria. Concurrent conditions included asymptomatic gene carrier nos and antepartum bleeding. In 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 years 7 months after insertion of essure. On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen"). The patient was treated with surgery (bilateral salpingectomy and termination, ectopic pregnancy, other (please describe) removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the ectopic pregnancy and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, ectopic pregnancy, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the implant were left with three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, and significant new reporter, patient demographic information ,concomitant condition, lab data, essure indication , stop date, lot number and event injury to herself replace with abnormal bleeding (general),pain, pregnancy (ectopic), abdomen and event outcome were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.